Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On approximately on (B)(6) 2025, it was reported that the patient¿s cgm device was reading inaccurately and then when it began to read correctly, it was too late, and the patient could not treat her hypoglycemic event in enough time. The patient¿s cgm device began providing low readings in a short span of time. The device was reading 60 mg/dl at one point, and the patient¿s husband gave the patient graham crackers to eat. The patient was wearing a tandem insulin pump. The patient started to progressively get incoherent and eventually was unable to walk and was losing control ¿over her limbs¿. The cgm device was reading low mg/dl at this time. No bg meter comparison value was taken. The patient¿s husband took the patient to the emergency room. At the ER, the patient¿s cgm was reading low mg/dl, and the bg meter was reading 32 mg/dl. The patient was treated with dextrose, metoprolol, and thiamine. The patient was discharged home after a few hours. The patient was "fine and normal" at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid was taken upon the arrival at the emergency room. No additional patient or event information is available.